Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: could you please clarify how device was removed? By pulling hard. Could you please clarify how was the procedure completed? The procedure was elongated and an additional incision was necessary. Was there a change in the procedure? If yes, please explain: yes, the procedure was elongated and an additional incision was necessary. Could you please clarify if there were any patient consequences? No patient consequences post-procedure occurred. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Please explain the removal process steps that were taken. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location.

Event description:
It was reported the device stayed caught inside the patient¿s anus after the anastomosis. Conversion to a manual re-anastomosis. Procedure: anastomosis.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. D4: batch # t5dw2f additional information was requested, and the following was obtained: the customer said that the questions were transmitted to the surgeon, but no response was received. Device analysis: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident and could be removed from the test media following IFU instruction. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and the anvil was not returned for analysis. T a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.